Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The trolley base was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a wheel was not locking properly and the unit tipped, but did not fall. There was no patient involvement.